Event description:
It was reported that the evac stopped working during the procedure. Back up was available and a delay of more than 30 minutes was reported. No patient injury was reported.

Event description:
It was reported that the evac stopped working during an adenoid procedure. Back up was available and a delay of more than 30 minutes was reported. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual evaluation under magnification shows minimal electrode wear with dried tissue and discoloration present. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to an in-house controller and upon activation the wand did not create plasma. The audible tones were present; however, plasma was not generating. Further evaluation by engineering found that the active wire was not properly soldered/crimped inside the handle. The active wire was easily pulled out from the shrink tube; therefore, not making a proper connection for activation. The complaint has been verified and the root cause if due to a manufacturing operator error. A quality alert has been issued to address the failure related to the device not ablating.